Manufacturer narrative:
Brand name: device name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. The patient required an additional procedure to replace the device, as well as additional care, medication, and imaging, to preclude permanent impairment/death. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a leak was discovered near the insertion site of a turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable peripherally inserted central catheter (PICC). The device was implanted on (B)(6) 2020 to serve as a replacement for a previously implanted device. On (B)(6) 2020, the device had to be replaced in an additional over-the-wire procedure due to a hole in the PICC line (distal from the patient and just inferior to where the hub attaches to the line), causing the device to leak. As a result, the patient required a chest x-ray, a follow-up, post-procedural monitoring, and additional sedation using ketamine and versed. This procedure was completed by the user facility's PICC team. The patient's mother was present "nearly all of the time and was consistently vigilant and attentive". Other events associated with this patient are reported under patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: c, d10. Correction: g1. Investigation ¿ evaluation. It was reported that a turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable PICC (upicds-4.0-CT-nt-abrm-1111) from an unknown lot leaked near the insertion site. This failure was noted 18 days after placement. The device was removed and replaced. Cook became aware of this event on 19may2020 upon being notified by primary children's medical ctr. The patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, device history record, instructions for use (IFU) and quality control, as well as a visual inspection of the returned device was conducted during the investigation. One double lumen 4ff PICC line was returned used, with biomatter present on the surface. The catheter tubing was noted to be cut. Blue tape was covering the white hub. The tape was removed, showing the white connector completely separated from the extension tube. A section of the tubing was still inside the white hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to device release. A review of the design history file (dhf) showed that the risks associated with this device are acceptable when weighed against the benefits. A review of the potential device history record (DHR) for five lots identified to have been sold to the user facility (7365777, 7820192, 9121580, 9172434, 9272811) found no related nonconformances that could have contributed to the reported failure mode. It should be noted that there is one other complaint from one of these device lots for the same failure mode and product family. However, cook concluded that containment was not required based on the lack of related nonconformances and the inability to confirm which lot this device originated from. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use: the cook spectrum turbo-ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use spectrum turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. The information provided upon review of the dmr, IFU, DHR, dhf, and returned device suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause for the failure could not be established. Appropriate actions have been taken, as a CAPA has been opened to further investigate this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.